Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention (hrpci) with mechanical circulatory support using an impella cp device developed access site bleeding complications requiring bedside device explantation. The patient, with a history of hypertension, was found to have multivessel coronary artery disease. The patient declined coronary artery bypass grafting (CABG) and instead elected to proceed with impella-supported hrpci. An impella cp device was successfully implanted. Upon arrival in the ICU, significant groin bleeding and hematoma formation were noted at the impella access site. Initial attempts to control the bleeding with redressing and manual pressure were unsuccessful. The decision was made to explant the impella device. The device was removed, perclose sutures were deployed, and manual pressure was applied to achieve hemostasis. The procedure was successful, and the bleeding was controlled. The patient survived the explant and was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).